Manufacturer narrative:
The reported event of the device being in rom mode was confirmed based on the system logs provided. With the information provided, it could not be conclusively determined why the device entered rom mode. The firmware was ultimately able to be downloaded successfully.

Event description:
It was reported that the patient presented for a follow-up. While upgrading the firmware, it was noted that patient's leadless pacemaker (lp) lost conductive telemetry and went into backup mode. The clinician reinterrogated and restored the device successfully. The lp firmware was upgraded successfully. The patient was stable.